Manufacturer narrative:
One picture was received by shm, and in the picture it can be observed that a tubing set was wrapped into a band which appeared wet. No testing could be performed because no samples were provided to perform a thorough investigation. However, the customer's reported problem was confirmed. In order to perform a complete root cause analysis of this failure mode and investigation was open. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the customer discovered potential leak at the in-line filter site of the 0.22-micron cadd administration set. Reported that the gauze used to wrap the set is soaked with chemotherapy; therefore, the sets could not be return because of potential contamination with cytotoxic/hazardous drugs. It was reported that infusion was for chemotherapy that is treating a life-threatening illness, but not strictly life sustaining as if it was a vasopressor and the leaks from site was of negligible volume and not impactful of the patient's treatment. No reported adverse effects.